Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no non-conformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch where the customer reported that when the tube is squeezed to guide the blood outflow in clinical practice, the tube ruptured, resulting in blood leakage. It was not specified whether there was patient involvement or not, however, harm was not reported as a consequence of this event.